Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited elevated pacing thresholds and low impedance, both in unipolar and bipolar configurations. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.